Manufacturer narrative:
The microtips were disposed of by the facility. The units will not be returned for eval. It is not possible to verify an assignable cause for the unit malfunction without eval the alleged complaint unit. Insufficient info for a complete investigation. The DHR for microtip lot # 10613-01 was reviewed and showed that the units met manufacturing specifications when released and there were no issues related to the complaint unit. (B)(4).

Event description:
Both kits, the microtip was non-functional. It would not perform the function it was supposed to. The third kit, the tip worked.